Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a radiofrequency ablation procedure a intellanav mifi open-irrigated catheter, the curvature of the catheter could not be adjusted, and the tip of the device could not reach the target position. The procedure was completed with a competitors device without any patient complications. Additional information confirmed that the procedure was cancelled to rescheduled for a later date and was completed with a competitors device.